Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain even when not menstruating / pain'), thyroid cancer ('thyroid cancer'), pituitary tumour ('pituitary tumor') and meningioma ('meningioma brain tumor') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gallbladder disease, post-traumatic stress disorder, hypothyroidism, hyperprolactinemia, head injury (in childhood), pap smear abnormal and chlamydial infection. Examination : findings- the thyroid is enlarged in size and diffusely heterogeneous. (B)(6) 2015, hysterosalpingogram: full occlusion of both fallopian tubes. Impression- polycystic ovarian syndrome, intramural leiomyoma of the uterus. Successful essure placement with no evidence for patency of the fallopian tubes or spillage into the intraperitoneal cavity. Previously administered products included for an unreported indication: bupropion. Concurrent conditions included goiter and post-traumatic stress disorder. Family history included ovarian cyst (mother). Concomitant products included medroxyprogesterone acetate (depo provera) from 12-oct-2013 to 1-feb-2014 for birth control as well as diclofenac sodium since (B)(6) 2014, dicycloverine (dicyclomine) since (B)(6) 2013, hydrocodone since (B)(6) 2013, levothyroxine sodium (synthroid) since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("skin rash"), pruritus ("itching") and erythema ("redness in skin color"), 10 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("prolonged menstruation/ abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irrregular menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("severe back pain"), migraine ("migraines / headaches"), perineal pain ("perineal pain"), endometriosis ("endometriosis") and arthralgia ("severe hip pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2015, the patient was found to have thyroid cancer (seriousness criterion medically significant), pituitary tumour (seriousness criterion medically significant) and meningioma (seriousness criterion medically significant) and experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids/uterine fibroid(s) present./ intramural mass of the right anterior mymometrium") and experienced polycystic ovaries ("polycystic ovary syndrome/ a hormonal disorder causing enlarged ovaries with small/ multiple small ovarian follicles") and dizziness ("dizziness"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), menstrual disorder ("abnormally heavy menstrual bleeding/abnormal menstruation"), uterine pain ("severe uterine pain"), dysgeusia ("metallic taste in mouth"), libido decreased ("diminished libido"), dental caries ("tooth decay"), depression ("depression"), anxiety ("anxiety"), skin discolouration ("skin color changes") and oral pain ("mouth pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), acrivastine (benadryl otc), analgesics, antibiotics, bupropion hydrochloride (wellbutrin), hydrocodone bitartrate;paracetamol (vicodin), metronidazole (metrogel), paracetamol (tylenol), tramadol, surgery (essure removal, craniotomy and removal of thyroid and lymph nodes) and better diet and excercise. Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, rash, pruritus, erythema, uterine pain, back pain, migraine, endometriosis, uterine leiomyoma, arthralgia, dysgeusia, libido decreased, dental caries, weight increased, depression, alopecia, fatigue, anxiety and skin discolouration had not resolved and the thyroid cancer, pituitary tumour, meningioma, abdominal pain, vaginal haemorrhage, menstruation irregular, dyspareunia, bacterial vaginosis, perineal pain, polycystic ovaries, oral pain, dizziness and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, libido decreased, meningioma, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, oral pain, pelvic pain, perineal pain, pituitary tumour, polycystic ovaries, pruritus, rash, skin discolouration, thyroid cancer, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. (B)(6) 2013- essure insertion 5 coils visible on r and 2 coils visible on l. She had communicated with healthcare provider concerning removal of your essure device and content of communication- believes that a hysterectomy is the only way to stop the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain even when not menstruating / pain'), thyroid cancer ('tumor / teratoma / cancer type: thyroid cancer;'), pituitary tumour ('tumor / teratoma / cancer type: pituitary tumor;') and meningioma ('tumor / teratoma / cancer type: meningioma brain tumor,;') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gallbladder disease, post-traumatic stress disorder, hypothyroidism, hyperprolactinemia, head injury (as a child age), pap smear abnormal and (B)(6) infection. Examination : findings- the thyroid is enlarged in size and diffusely heterogeneous. On (B)(6) 2015, hysterosalpingogram: result- other (please describe): full occlusion of both fallopian tubes. Impression- polycystic ovarian syndrome, intramural leiomyoma of the uterus. On (B)(6) 2015: successful essure placement with no evidence for patency of the fallopian tubes or spillage into the intraperitoneal cavity. Previously administered products included for an unreported indication: bupropion. Concurrent conditions included goiter and post-traumatic stress disorder. Family history included ovarian cyst (mother). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 for birth control as well as diclofenac sodium since (B)(6) 2014, dicycloverine (dicyclomine) since (B)(6) 2013, hydrocodone since (B)(6) 2013, levothyroxine sodium (synthroid) since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("topical rashes/rashes or skin conditions type: skin rash"), pruritus ("itching/rashes or skin conditions type: itching") and erythema ("redness/rashes or skin conditions type: redness in skin color"), 10 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), arthralgia ("severe hip pain"), menorrhagia ("prolonged menstruation/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines/migraines / headaches"), headache ("headaches/migraines / headaches"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstruation irregular ("irregular menses") and perineal pain ("perineal pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one") and experienced fatigue ("fatigue"). On (B)(6) 2015, the patient was found to have thyroid cancer (seriousness criterion medically significant), pituitary tumour (seriousness criterion medically significant) and meningioma (seriousness criterion medically significant) and experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids/uterine fibroid(s) present./ intramural mass of the right anterior myometrium") and experienced polycystic ovaries ("hormonal changes describe: polycystic ovary syndrome/a hormonal disorder causing enlarged ovaries with small/ multiple small ovarian follicles") and dizziness ("dizziness"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced uterine pain ("severe uterine pain"), dysgeusia ("metallic taste in mouth"), menstrual disorder ("abnormally heavy menstrual bleeding/abnormal menstruation"), libido decreased ("diminished libido"), dental caries ("tooth decay"), depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), skin discolouration ("skin color changes"), oral pain ("mouth pain") and abdominal pain ("abdomen pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), acrivastine (benadryl otc), analgesics, antibiotics, bupropion hydrochloride (wellbutrin), hydrocodone bitartrate;paracetamol (vicodin), metronidazole (metrogel), paracetamol (tylenol), tramadol, surgery (essure removal and craniotomy: removal of thyroid and lymph nodes) and better diet and exercise. Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, dysgeusia, menstrual disorder, libido decreased, menorrhagia, rash, pruritus, erythema, dental caries, weight increased, migraine, depression, headache, alopecia, fatigue, anxiety, endometriosis, uterine leiomyoma and skin discolouration had not resolved and the thyroid cancer, pituitary tumour, meningioma, polycystic ovaries, vaginal haemorrhage, dyspareunia, oral pain, menstruation irregular, perineal pain, dizziness, nausea, bacterial vaginosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, headache, libido decreased, meningioma, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, oral pain, pelvic pain, perineal pain, pituitary tumour, polycystic ovaries, pruritus, rash, skin discolouration, thyroid cancer, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. On (B)(6) 2013, essure insertion 5 coils visible on r and 2 coils visible on l. She had communicated with healthcare provider concerning removal of your essure device and content of communication- believes that the a hysterectomy is the only way to stop the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: full occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Case was upgraded to serious incident. Device removal surgery added for the event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.